Event description:
Halyard health received a report stating the transgastric enteral feeding tube balloon burst a few days after the device was inserted. Add'l info received on (B)(6) 2014 stated the device was replaced via a radiology procedure. No add'l info was provided in regards to the pt's status.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for eval. A review of the device history record is in-progress. Upon completion of the sample eval and investigation; a follow up report will be filed. (B)(4).